Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate the device and replaced the affected pump. The issue was solved. Subsequent functional verification testing was completed without further issues and the unit was returned to service. Since the problem occurred also at the first use of device, an assembly issue may have led/contributed to the reported failure.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t displayed an error message associated to a patient pump during priming. The issue already occurred before at the installation of the device at customer facility on (B)(6) 2020 and solved by rotating manually the pump. There was no patient involvement.

Manufacturer narrative:
A review of the DHR could not identify any deviations or non-conformaties relevant to the issue. A device service history review was performed and identified that the unit was manufactured in 2019 and no other similar event was reported. Based on complaints database analysis, information provided by service technician during follow-up communications and the manufacturing date of the unit, it cannot be ruled out that the most likely root cause of the reported case may be oxidation on the bearing of the pump motor sealing.

Event description:
See initial report.